Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm and motor error alarm. The blood glucose at the time of the incident was 117 mg/dl. The customer stated that the device was not exposed to a magnetic field and she was able to rewind. The customer was unable to troubleshoot for no delivery alarms due to the motor error alarm. The device will be returned for analysis.